Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used in a procedure. According to the complaint, the guidewire tip detached after being inserted into the target lesion. There were no patient complications and the patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted ***additional information received on (B)(4) 2010*** the physician does not feel that the fragment posed any risk to the patient. The patient was over 18 years of age.

Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used in a procedure. According to the complaint, the guidewire tip detached after being inserted into the target lesion. There were no patient complications and the patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was over 18 years of age. Complaint not confirmed. The unit was not returned by the customer; therefore, no product analysis could be performed. An investigation was performed with the available information and efforts were taken to enable the determination of a root cause and the establishment of appropriate corrective actions/results. It is important to mention that there is no alleged malfunction of the guidewire prior to its insertion. Although the exact cause of failure could not be determined with the information provided, it is possible that unstated procedure and possibly clinical factors may have contributed to the event including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, 'operational context' is the most probable root cause for this incident.

Manufacturer narrative:
(B)(4) - the reported event of tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that 3.5 cm of the distal tip coating had detached, however, there was no damage to the coating of the body of the device. The entire length of the wire was examined and no anomalies were observed. The device appears to have been in contact with a sharp or metal object. It is important to mention that there is no alleged malfunction of the guidewire prior to its insertion. According with the analysis performed, the tight interaction between the guidewire and a metal or sharp object may have contributed the poly (pebax) tip to get damaged. Also the remnants of adhesive found on the corewire on the distal tip show a proper adhesion from the pebax to the corewire. Based on the available information, the most probable root cause is "cause by other device."

Event description:
It was reported to boston scientific corporation that a jag precursor guidewire was used in a procedure. According to the complaint, the guidewire tip detached after being inserted into the target lesion. There were no patient complications and the patient's condition has been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted additional information received on (B)(6), 2010. The physician does not feel that the fragment posed any risk to the patient. The patient was over 18 years of age.